Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be cracked, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.